Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: a review of the pump¿s black box showed consecutive cs054/cs052/cs012 call service alarms had occurred on (B)(6) 2018. The returned battery cap was undamaged and able to fit securely to the pump. During testing, the ez-prime steps were performed correctly and the pump was exercised for 24 hours with no call service alarms occurring. The pump was opened and no evidence of internal moisture or defects to the printed circuit board was found. The complaint of a cs 012 call service alarm issue was shown in the pump history but was not able to be confirmed or duplicated during investigation.